Event description:
During a c3 to c6 revision surgery, surgeon replaced existing competitive 03.5mm screws with gibralt 04.0mm screws in 12, 14 and 16mm lengths. The revision was carried to t2 and cross connectors were placed at the c5 and t1 levels. During attempts to connect the cross connectors at the noted levels, the cross connector set screws dislodged from the yokes of the polyaxial screws when the cross connector nut was torqued into place. The four screws at c5 and t1 then had to be replaced with new screws at c5 and t1 then had to be replaced with new screws. This required approx. One extra hour in the operating room. No incident to pt was noted.